Event description:
The micro reciprocating saw sent in for eval because the blade came off as soon as it was turned on to run. The event occurred during a procedure; no adverse event was associated with the device. A replacement device was readily available and it was used to complete the procedure without any delay.